Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from via manufacturer representative from a patient who was receiving drug, concentration at dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient thought the catheter was kinking and he could feel it under his skin in the spine area when it kinked. He had withdrawal symptoms intermittently and the physician was planning on replacing the catheter when he had his pump replaced. A dye study was done on (B)(6)2017 and the catheter was unable to be aspirated. There were no know environmental, external or patient factors that may have led or contributed to the issue. The catheter would be replaced to resolve the issue. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the catheter kink and inability to aspirate the catheter was unknown. The catheter would be returned when explanted. The kink, withdrawal symptoms and inability to aspirate were not resolved. No further complications were reported.